Manufacturer narrative:
The samples were drawn in lithium heparin plasma separator tubes. The system is routinely calibrated every 24 hours and the qc samples are run every 12 hours. Prior to the event, qc samples were within the lab's established ranges. Service was not requested. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for several assays generated by the unicel dxc 600 pro synchron clinical systems for two patients. Upon repeat on another instrument higher results were obtained. The erroneous results were reported outside of the lab for one patient. Treatment was not affected based on the low results.